Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized for high blood glucose and ketoacidosis. Blood glucose reading was in the 600 mg/dl at the time of hospitalization and was treated with insulin drip. The customer reported different incidents where they had to go into the intensive care unit due to bent cannulas. The customer was hospitalized on (B)(6) 2019. The customer had vomiting. The customer was unable to complete carelink upload. The customer¿s mother stated that that it was not necessary for troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.